Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir had flashing lines in the display and would not reset. The humapen memoir was associated with product complaint (B)(4). The pen was returned on (B)(4) 2011, and upon inspection it was found to have missing segments in the dose display. The patient was the user of the pen. The patient was trained by a nurse. The duration of use was six to twelve months.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacist reported on behalf of a patient that lines were flashing on the display of her humapen memoir device. Investigation of the returned device (batch 0904c01, manufactured april 2009) found reoccurring reset mode in the display and some of the dose number dashes were missing segments. The investigation also found 28 low battery warning errors, indicating a weak or defective battery. The manufacturer confirmed missing segments in the ones dose digit area of the display and found the root cause was ingress by an unknown liquid that caused damage resulting in rust, residue, and corrosion in several locations in the device. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to contact (B)(4) or your healthcare professional.' A corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, this improvement is targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. Improper use and storage - the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage. The patient does not hold for a count of five; however, this misuse is not relevant to the user's complaint.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir had flashing lines in the display and would not reset. The humapen memoir was associated with product complaint (B)(4) / lot 0904c01. The pen was returned on (B)(6) 2011, and upon inspection it was found to have missing segments in the dose display. The patient was the user of the pen. The patient was trained by a nurse. The duration of use was six to twelve months. Update(B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and the manufactured date of the device; and updated the medwatch and EU/ca fields, and the narrative.